Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead for spiking rv and superior vena cava (svc) impedance. An alert also triggered on the left ventricular (lv) lead for high lv tip to rv coil impedance. It was noted that the implantable cardioverter defibrillator (ICD) was turned off and the patient was given a life vest intermittently. The ICD was later turned back on and the ejection fraction was noted to be normal. The rv and lv lead remain in use. No patient complications have been reported as a result of this event.